Event description:
A pump motor stall was reported with no motor stall recovery. This was confirmed in the event logs. The stall did not recover despite updating the pump and rechecking the logs. It was also reported that the pump was alarming; this was not confirmed by telemetry. The rptr indicated that 'the first critical alarm was'. The report indicated that the first alarm was silenced. The pt experienced withdrawal; specific symptoms were not reported. The pump was used to delivery hydromorphone; concentration and dosage were not reported.